Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s). A sample collected from the same patient later that day was tested for troponin and resulted lower. The lower result aligned with the troponin result from a sample collected from the patient the previous day. The operator then questioned the elevated result and repeated the sample on the same instrument and obtained a lower result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran a precision study on the high quality control (qc) level and the mean was within range. The customer ran qc and patient samples in duplicate to verify the instrument performance. The cause of the discordant troponin result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2015-00012 was filed on january 12, 2015. Additional information (12/18/2014): the customer service engineer (cse) revisited the customer site. The cse replaced the reagent probe and performed a mechanical alignment, replaced the sample syringe, waste water, wash tubing, and wash blocks, wash and aspiration pumps. The cse returned to the customer site the following day and discovered that the wash blocks were damaged. The cse replaced the wash blocks again and replaced the luminometer and waste tubing. The cse then verified the dispense and aspiration, ran a study with multi-diluent, calibrated the instrument, and ran quality controls. During follow-up the next day, precision on the multi-diluent was outside of manufacturer specifications. The cse replaced the wash blocks again and replaced the peristaltic pump, rinse block, tubing, and valve mainfolds. The system was decontaminated. The cse performed a multi-diluent study and ran patient samples, all of which were acceptable. The cause of the discordant troponin result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.